Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial lead had pacing impedance and high threshold. The physician was not sure if this was related to the lead or to fibrosis of the atrial muscle. Another lead was used to complete the procedure. This lead was also noted to have higher impedance at implant. The lead remains in use. No patient complications have been reported as a result of this event.